Event description:
It was reported that the device lost pt's ECG rhythm while converting from manual to AED mode preventing defibrillation shock to a pt with ventricular fibrillation. The device was connected to the pt (no excessive hair or moisture on skin) with a 3rd party kendall hands free electrodes. Users disconnected and reconnected the pads with no avail. The pt was transferred to the emergency room and they were not able to get a rhythm using the same electrodes. The ER team changed the electrodes and was able to get a rhythm. The pt was not revived.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.